Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was experiencing sensor discrepancies. Customer stated that the sensor glucose was reading below 40 mg/dl and she had not used that sensor for a few weeks. Customer's blood glucose is 40 mg/dl. Customer declined troubleshooting to test the transmitter as she has received a new one and has linked it to the insulin pump.